Event description:
It was reported that relion¿ insulin syringe needle was sticking through the shield in the bag, which caused a needle stick injury. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 328509 batch no: 8211771. It was reported that the consumer's right index finger was stuck and he also reported that he found 4 bags that were sealed with no syringes inside, 1 bag sealed with only 2 syringes inside and 2 bags with needle sticking through shield adding he stuck his finger both times when reaching into bag. Did not seek medical attention. Verbatim: from phone call on 2019-04-04 10:45:46: consumer returned my call. Stated right index finger was stuck. Relion consumer reported same lot, one box, with different issues stated he found 4 bags that were sealed with no syringes inside, (discarded the bags) stated finding 1 bag sealed with only 2 syringes inside, (discarded sample) stated finding 2 bags with needle sticking through shield. One syringe from each bag. (Samples available) stated he stuck his finger both times when reaching into bag. Did not seek medical attention. Lot:8211771, 1/2 ml, 8mm, 31g.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8211771. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion¿ insulin syringe needle was sticking through the shield in the bag, which caused a needle stick injury. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 328509, batch no: 8211771. It was reported that the consumer's right index finger was stuck and he also reported that he found 4 bags that were sealed with no syringes inside, 1 bag sealed with only 2 syringes inside and 2 bags with needle sticking through shield adding he stuck his finger both times when reaching into bag. Did not seek medical attention. Verbatim: from phone call on 04/04/2019 10:45:46: consumer returned my call. Stated right index finger was stuck. Relion consumer reported same lot, one box, with different issues stated he found 4 bags that were sealed with no syringes inside, (discarded the bags) stated finding 1 bag sealed with only 2 syringes inside, (discarded sample) stated finding 2 bags with needle sticking through shield. One syringe from each bag. (Samples available) stated he stuck his finger both times when reaching into bag. Did not seek medical attention. Lot:8211771, 1/2 ml, 8mm, 31g.